Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.:p elite ous mr 38 x 4.00mm stent delivery system was returned for analysis in two pieces due to a shaft break. An examination (visual and via scope) of the crimped stent found no issues with the stent. There was no sign of damage, stretching or lifting of the stent struts. The stent showed signs of movement in a proximal direction over the proximal marker band. The crimped stent outer diameter was measured and the result is within max crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube identified multiple kinks. A visual and tactile examination of the shaft polymer extrusion identified a shaft break at the wire exit port 119.5cm distal from the distal end of the strain relief with inner lumen stretching. The core wire exposed at the break site. An examination (visual and via scope) found no issues with the tip. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. A 38 x 4.00mm promus elite drug-eluting stent was selected for use. However, upon opening the pack, the physician found that the stent delivery system was broke into two pieces. The procedure was not completed as the same device was not available.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. A 38 x 4.00mm promus elite drug-eluting stent was selected for use. However, upon opening the pack, the physician found that the stent delivery system was broke into two pieces. The procedure was not completed as the same device was not available.